Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a high blood glucose. Customer's blood glucose was 334 mg/dl and current blood glucose was 288 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.